Event description:
It was reported that patient has a hard time locating the pump. He mentioned that it like stuck in the upper left of his scrotum. He added that once he is able to pump the device it is not fully inflating thus not achieving full erection. He also felt a burned sensation at the tip of his penis. Additional information was received. Patient liaison spoke with patient and recommended him to talk to his physician regarding the placement of the pump. Patient liaison gave him some exercises as well to help with his length and girth growth.